Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2021-00492. It was reported the patients lead became exposed following a motor vehicle accident. The wound resulted in an infection at the lead site. As a result, the patients system was explanted and the infection was treated.